Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of loose drive support cap from the insulin pump. The customer's blood glucose reading was 305 mg/dl. The customer treated with mdi. The customer stated that the pump gave a humming noise when the back light was on. The customer also mentioned that the holster spring broke off. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The backlight display functioned properly and no backlight display anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.